Event description:
It was reported that the healthcare professional (hcp) had contacted technical services (ts) regarding suspected crosstalk on the cardiac resynchronization therapy defibrillator (crt-d), observed during atrial pacing (ap), which resulted in intermittent oversensing. The presenting rhythm showed atrial-paced beats followed by inappropriate sensing. Ts recommended bringing the patient into the clinic for further evaluation. The plan included measuring the crosstalk timing and extending the ventricular blanking period to prevent inappropriate sensing. The oversensing was limited to a single beat, and the patient maintained intact intrinsic conduction. The device remained in service. No adverse patient effects were reported.